Event description:
It was reported that the pt presented to the hospital with diaphragmatic stimulation caused by the left ventricular lead. It was resolved by deactivating the lead. The lead remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.